Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(4), ubd: 12-oct-2015, UDI#: (B)(4); product ID: 3778-60, serial/lot #: (B)(4), ubd: 12-oct-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). Information was reported that the patient was having an ins replacement. The rep attempted to read the patient's ins that was about to be removed, but the rep was unable to do so due to the battery being dead. The patient stated that it has been dead for quite some time because charging was a pain. During the replacement procedure, the existing leads were plugged into the new ins battery and the rep was unable to get a reading on electrodes 8-15. They tried multiple time to remove the lead from the new ins, wiped it clean and reinserted, and were still unsuccessful in getting a connection. The physician and the rep believe there must be an issue with one of the existing leads. The physician proceeded with the implant and the physician stated that they would discuss the possibility of a lead replacement with the patient in the future. The rep was able to successfully provide the patient with complete coverage in her painful areas with just one working lead. There did not appear to be any damage to the end of the existing lead. The patient was pleased with the outcome and the coverage she is receiving. It is unknown if the patient had any previous falls or accidents. The implanted lead was wiped clean multiple times without success and swapped, but they still had issues with the same lead. Additional information was reported that the cause of the patient's lead issue was not determined, but it was noted that the patient has had their ins for 7-9 years. There will be currently no additional actions taken as the patient is getting fantastic coverage with the one lead that is working. The rep clarified that they could not get a reading on the 8-15 lead, and this was not an impedance issue. As it continued to read that this lead was not connected. No further complications were reported. No patient symptoms were reported.